Event description:
The duraseal expanded and caused a hematoma. The procedure was a thoracic 9-thoracic eleven laminectomies for extramedullary.

Manufacturer narrative:
A follow up phone call was made to reporter at the facility. She confirmed that there were no long term complications to the pt due to the hematoma or due to the use of duraseal. The device history record review confirmed that the lot was released on 5 jan 2009 meeting all required specifications. The IFU for duraseal specifies: contraindication: do not apply the duraseal hydrogel to confined bony structures were nerves are present since neural compression may result due to hydrogel swelling. The hydrogel may swell up to 50% of its size in any dimension.